Manufacturer narrative:
The device is used for treatment, not diagnosis. The device is an instrument attachment and not implanted/explanted. An additional evaluation was completed. The service and repair report indicated the part condition was received as: normal wear. It concluded: the customer did not allege or identify any specific deficiency; it was observed during routine service and repair of the attachment that it is heating up. Evidence suggests this is due to usage wear over time. The investigation is ongoing; an additional evaluation as been requested. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Additional service and repair evaluation has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 23-mar-2011. The source of the manufacture date is the release to warehouse date.

Event description:
It was reported on (B)(6) 2014 by the service repair technician that during the routine service and repair of the device, it was discovered that the sagittal saw attachment (part 532.021, lot 12055) was heating up. No additional information was provided. This report event is for one device instrument attachment. This is report 1 of 1 for complaint (B)(4).